Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (latch failure) has been confirmed. As received, the trunk cable connector was physically damaged and a latch failure was noted. A review of the download data surrounding the event indicates that the electrode belt may have not been able to properly latch to a monitor, causing connection issues. The root cause for the damaged connector was physical abuse. The belt is designed to meet the mechanical requirements of (B)(4). No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was unable to properly latch to a monitor.